Event description:
(B)(6) 2018 16:33:30 pst ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4), complaint status: in process mdt initial contact: (B)(6), taken by: (B)(6) (advised of back order status) inquired what led up to the complaint. Customer response: (B)(6) called in to report blank display issue. Display: flashing, white, or blank t/s per dop114-980. Adv to d/c from the pump at the qr. Customer reports display is blank. Explained possible causes of a blank display. Customer states the display was not blank less than 30 seconds and/or did not return. Explained possible causes of a blank display. Adv to inspect battery cap for damage or corrosion. Customer states battery cap is damaged. Adv we will ship a new battery cap. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives. Customer's outcome pertaining to the complaint: advised that battery cap will be replaced. Delivery address: (B)(6), nsw ship: 1x acc-1527 / return: nothing f001 blank display and ba01 battery cap cracked/damaged country: australia city: wangi wangi zip: 2267 input date: 09/19/2018 warranty start: 11/06/2017 warranty end: 11/05/2021 batch - ng1380996h.

Manufacturer narrative:
Correction/removal number: 2032227-060322-002-c. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."